Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 2.4, and 4.7 mmol/l. Tests were done within 20 mins with a difference of 2.1 mmol/l. Pt did not experience any adverse events. No further info has been reported.